Event description:
A pt reported blood glucose results of "148 mg/dl" with a lifescan meter and "90 mg/dl" on a laboratory device, performed between 21-30 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.